Event description:
It was reported by the patient that the implantable pulse generator (ipg) suddenly losing power faster than before, in past year longevity went from four to two years and the patent understood, going into atrial fibrillation. Follow up indicated that the patient had a pacemaker check, and was referred to electrophysiology (ep) for device reprogram. Patient record/chart does not indicate reason for referral to ep. The implantable pulse generator (ipg) remains in use. Healthcare professional stated that the patient reported back that the ipg was re-programmed by ep. No further information/details are available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).